Manufacturer narrative:
Boston scientific received information that the physician planned to use the extracted lv lead for teaching purposes and will not be returned to boston scientific's post market quality assurance laboratory.

Event description:
Boston scientific received information from an implant form that this patient no longer has left bundle branch block (lbbb) and was a non-responder. The physician reported that the lv conductor was fractured under the suture sleeve. The physician elected to implant a dual chamber internal cardioverter defibrillator (ICD) device and the lv lead was extracted.